Event description:
Complainant alleged that while attempting to treat a (B)(6) male a pt; the device froze, the display went blank and the unit shut down. Prior to obtaining another device to treat the pt, the complainant turned on the device and it powered up successfully. Complainant indicated that the pt was expired prior to arrival on the scene.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.